Event description:
During a hysteroscopy, dilatation and curettage, and uterine balloon ablation, the uterine balloon ablation catheter was then placed to 8-9 cm and approx a 6-minute cycle was performed when the urine balloon ablation motor appeared to quit working. The handpiece should make a whirring sound but instead at the beginning of the cycle, there was a harsh cracking noise and then nothing. The ablation catheter was deflated and replaced, and a therapeutic cycle was then completed without incidents or difficulties.